Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, it was performed a revision surgery due to unknown reasons. Adverse event statement: patient had hip replacement surgery on (B)(6) 2015. Revised biolox delta ceramic femoral head due to unknown reasons on (B)(6) 2016. Replaced with transcend cocr femoral head.